Manufacturer narrative:
Pending investigation closure.

Event description:
It was reported that a patient implanted with this artificial urinary sphincter (aus) experienced unspecified mechanical issues with the device. The physician suspected there was a hole in the pressure-regulating balloon (prb); therefore, a prb replacement procedure was performed. No patient complications were reported.

Event description:
It was reported that a patient implanted with this artificial urinary sphincter (aus) experienced unspecified mechanical issues with the device. The physician suspected there was a hole in the pressure-regulating balloon (prb); therefore, a prb replacement procedure was performed. No additional patient complications were reported.

Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observations of mechanical issues with the device due to a hole in the pressure-regulating balloon (prb). The observed anomaly was determined to be the most probable cause of the reported events. Device history record (DHR) review: the DHR confirmed that the device met all material, assembly, and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this prb was thoroughly analyzed. The prb was visually inspected, microscopically examined, and leak tested. A pinhole tear was identified in the shell at the base of the tube adaptor junction, which is consistent with material fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the aus instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.